Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿an amia peritoneal dialysis (pd) cassette had a hole in the line with the red clamp¿. This was observed during setup for peritoneal dialysis therapy. Renal therapy services discussed continuous ambulatory peritoneal dialysis with the patient. The patient would inform their peritoneal dialysis registered nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection and leaking testing were performed and a hole was detected in the tubing near the red clamp line. Clear passage and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.